Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the non-pacer dependent patient presented to clinic for follow-up, several high ventricular rate episodes due to noise were observed on stored egms. The noise was not reproducible with pocket manipulation. The patient was unable to communicate to perform isometrics. No intervention was performed. Patient was stable ans will be monitored.